Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic, dysmennorhea (cramping)') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary incontinence, urinary tract infection, herpes nos, uterine bleeding, nabothian cyst and urge incontinence. Concomitant products included medroxyprogesterone acetate (depo-provera). On(B)(6)2009, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("fibroid"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("ovarian cyst"), cystitis ("bladder infection"), abdominal pain ("abdominal pain"), scar ("scar tissue"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, ovarian cyst, bladder disorder, urinary tract disorder, cystitis, uterine leiomyoma, fatigue, weight increased, scar, menorrhagia and vaginal haemorrhage outcome was unknown, the abdominal pain had not resolved and the back pain and pelvic pain had resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, scar, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6)2007 date(s) of insertion from summons she received treatment for bladder/urinary problems:bladder infection, fibroid, ovarian cyst discrepancy noted in essure insertion date-(B)(6)2009 and (B)(6)2010 legacy device report num-2951250-2019-08676-medwatch 3500a MFR number diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, ovarian cysts and dysmenorrhea. Lot number: 686081 manufacture date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic pain. Reporter information, concomitant drug, events onset date were added. Lab data, events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic, dysmenorrhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary incontinence, urinary tract infection, herpes nos, uterine bleeding, nabothian cyst and urge incontinence. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), scar ("scar tissue") and back pain ("back pain") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, ovarian cyst, bladder disorder, urinary tract disorder, cystitis, uterine leiomyoma, fatigue, weight increased, scar and back pain outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, ovarian cyst, scar, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: (B)(6)2007 date(s) of insertion from summons she received treatment for bladder/urinary problems:bladder infection, fibroid, ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, ovarian cysts and dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received- new events abnormal bleeding (general), fatigue, weight gain, abdominal pain, scar tissue and back pain were added. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic, dysmennorhea (cramping)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 686081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary incontinence, urinary tract infection, herpes nos, uterine bleeding, nabothian cyst and urge incontinence. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), scar ("scar tissue") and back pain ("back pain") and was found to have uterine leiomyoma ("fibroid") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, ovarian cyst, bladder disorder, urinary tract disorder, cystitis, uterine leiomyoma, fatigue, weight increased, scar and back pain outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, ovarian cyst, scar, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: (B)(6) 2007 date(s) of insertion from summons she received treatment for bladder/urinary problems:bladder infection, fibroid, ovarian cyst diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids, ovarian cysts and dysmenorrhea. Lot number: 686081 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic, dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cystitis ("bladder infection") and was found to have uterine leiomyoma ("fibroid,"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, ovarian cyst, bladder disorder, urinary tract disorder, cystitis and uterine leiomyoma outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, ovarian cyst, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: (B)(6) 2007 date(s) of insertion from summons she received treatment for bladder/urinary problems: bladder infection, fibroid, ovarian cyst. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with chronic, dysmenorrhea (cramping), bladder/urinary problems: bladder infection, fibroid, ovarian cyst added. Suspect drug start and stop date, model number was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.